Event description:
It was reported that patient felt no stimulation sensation. The patient was unaware if it was because her implantable neurostimulator was not working or if it was related to the fact that she could not feel anything on the left side of her body due to another medical condition. The patient felt as if there was something going on with her brain, possibly 'seizures' that were cause the patient to fall, repeat herself, and suffer from memory loss. The patient had 'dragged' her left leg. The patient had an increase in baseline pain. The patient's symptoms occurred after two falls, occurring on (B)(6) 2012 and again on (B)(6) 2012. The patient had an appointment scheduled with her physician on (B)(6) 2012. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 748910, serial#: (B)(4), implanted: (B)(6) 2006, product type: extension; product ID: 7434a, serial#: (B)(4), product type: programmer, patient product ID: 3487a-45, lot#: j0546722v, implanted: (B)(6) 2006, product type: lead. (B)(4).